Manufacturer narrative:
There was no report that an ion system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 152 cm., body mass index 20.2 kg/m2.

Event description:
A patient in a study underwent an ion lung biopsy of two lesions. Six days after the biopsy, the patient reported to an "accident and emergency" clinic with cough, fever and loose stools. An emergency physician examined blood and x-rays. No action was taken and the patient was sent home without hospitalization. The event is reported as a bronchial infection and was reported as resolved on the same day as the clinic visit. At discharge following the ion procedure, the patient was provided with medication to prevent infection; therefore, no further action was taken. The patient worried about their health that led them to come in. But there was nothing new to report after the checks were performed. The number one lesion of the right upper lobe measured 16 x 16 x 12 mm, the distance from the pleura was 0 mm, distance from the chest wall was 25 mm and the distance from the nearest major blood vessel was 17 mm. The number two lesion of the left lower lobe measured 8 x 10 x 9 mm and was 0 mm from the pleura, 8 mm from the chest wall and 18 mm from the nearest major blood vessel. The procedure time was 55 minutes and the tools used for both lesions were cryoprobe - 1.1 mm and bronchoalveolar lavage (bal). A post-procedure x-ray was performed per standard of care to rule out the presence of a pneumothorax. There were no intra-procedural complications and no intra-procedural device deficiencies; no post-procedural complications prior to discharge were reported. Discharge occurred the day after the index procedure as the patient had no escort. The study investigator reported the event as not a serious adverse event, a ctcae grade 1, possibly related to the ion procedure, possibly related to the patient's underlying disease status, but not related to the ion system and not related to a third-party device. The patient's prior health history of lung cancer and ischemic heart disease may be relevant to this incident.